Event description:
Patient came in to delivery baby, epidural was inserted during course of labor, the crna that inserted maintains that the tip was intact and no difficulties with insertion. After the pt delivered, the nurse was taking the epidural catheter out when she noted that it came out a little easier than usual and the tip was missing. We compared the catheter to a new catheter of same lot number and noted that approx 1 inch of the catheter was missing. Radiology testing has not shown the catheter as of yet but pt was having MRI today and we do not have results yet. Pt was discharged home 2 days later, follow up with her ob/gyn the next day where she was complaining of back pain, no other neuro deficits noted. I did contact the MFR onevent date and did speak to them again 3 days later and sent them the digital pictures of the catheter that they requested.